Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 309623; batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb leaked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr# (B)(4) ¿ administering difficulty. Product: gattex bd needle (27 1/2 inch). Bd syringe lot number(s): 3340120; bd part number: 309623. Takeda awareness date: 23 sep 2024. Report received from accredo on 23 sep 2024: the patient stated that over the past month, she has had difficulty with gattex injections. The patient stated that when she injects gattex in her thigh, the needle seems to bounce back and the medicine comes out instead of injecting in. The patient stated that when she injects the needle in her thigh, the medicine retracts and comes out after she pushed the plunger down. The patient stated that it feels like she is injecting against a wall. The patient stated that when she injects in the stomach it doesn't happen as much. The patient stated that she has been using this medication for 2 years and has never had this issue. Status: requesting external evaluation; country of origin: united states; sample / photo availability: no sample or photos were provided to takeda. Ae: partial doses; patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Inv due by: (B)(6) 2024. Additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Partial doses. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 23 sep 2024. 3. Total number of occurrences? Reporter did not quantity, only stated this has happened multiple times. 1. Was the steel needle dull/blunt? Patient did not state or indicate that the needle was dull or blunt. 2. Why did the needle bounce back? Could you please elaborate the medicine retracts and comes out after she pushed the plunger down.